Event description:
Customer states she is trying to put table together for the first time. She states the mast extension piece is stuck inside mast and there is nothing sticking out for her to attach to base. Troubleshooted with tech and determined the spring must be missing. Tech also states that if table had been taken...